Event description:
Two patient samples with discrepant sodium results. Patient 1, initial result 189 mmol/l, repeat result 133 mmol/l. Patient 2, initial result 79 mmol/l, repeat result 137 mmol/l. The initial results were not reported. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.